Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The sensing vector was programmed to alternate. Episode 001 showed t-wave oversensing with decreased qrs amplitude and poor qrs to t-wave ratio. Episode 002 showed t-wave oversensing and decrease in overall signal size with signals that appear almost flat. It was noted that this may be due to an electrolyte imbalance. The sensing vector was reprogrammed from alternate to primary. No adverse patient effects were reported.